Event description:
It was reported that on literature review "the bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement", one (1) patient experienced an intraoperative hairline fracture extending to the lesser trochanter but not beyond whilst reaming with a standard non-offset broach. This small fracture was cerclage wired and no evidence of fracture propagation was noted postoperatively. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Nizam I (2015) the bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement. J orthop res physiother 2: 007. Doi: 10.24966/orp-2052/100007.

Manufacturer narrative:
It was reported that on literature review "the bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement", one (1) patient experienced an intraoperative hairline fracture extending to the lesser trochanter but not beyond whilst reaming with a standard non-offset broach. This small fracture was cerclage wired and no evidence of fracture propagation was noted postoperatively. No further information is available. The complaint device, used in treatment, was not received for investigation, a visual inspection could not be performed. The part and the batch number of the device is not known. Therefore, the batch record review and a complaint history review could not be performed. The device labeling was reviewed, the IFU for the complaint device (lit.no. 12.23, ed. 03/21) stated hip fracture as possible side effect resulting from hip arthroplasty. The severity and the failure mode are covered through our risk management. For the medical investigation, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Therefore, no further medical assessment is warranted at this time. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: nizam, ikram. (2015). The bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement. Orthopedic research and physiotherapy. 1. 1-5. 10.24966/orp-2052/100007.